Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet only; while seeking assistance, the sensor resumed transmitting readings during the call and no further support was required. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included standard troubleshooting and user education for bluetooth connectivity and signal recovery. Investigation of this case revealed transient communication disruption without device malfunction, resolved through normal reconnection behavior, consistent with known wireless pairing and proximity factors. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction affecting bluetooth communication.